Event description:
It was reported that the patient experienced incontinence when he was sitting or bending. The artificial urinary sphincter occasionally seemed to get a momentary bend at the end as if the patient was doing a normal release. His pants, therefore, get wet when he is out and away from home. This happens once or twice every 3 weeks on average. No further complications were reported.